Event description:
Second degree burns [burns second degree] , did not check the skin under the heatwrap during use [device use error] , . Case narrative:this is a spontaneous report from a consumer or other non hcp. A (B)(6) male patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number: r08729, expiration date: jul2019 ) from (B)(6) 2016 for back pain. Medical history was reported as none. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On 19dec2016, the patient reported using the heatwrap for 6 or 7 hours and experienced second degree burns. He stated he had to go to the doctor after using the product. The patient did not check the skin under the product during use. The patient classified his skin tone as medium. He denied having sensitive skin. The patient did not engage in exercise while using the heatwrap. He stated read the usage instructions after using the product as he never had a problem before so he did not read anything. Action taken with the suspect product was unknown. Therapeutic measures taken included an unspecified prescription the doctor gave him. Clinical outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events burns second degree and wrong technique in device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burns second degree and wrong technique in device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Capas in place: n/a.

Event description:
Second degree burns/burn [burns second degree] , did not check the skin under the heatwrap during use [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer and contactable physician. A (B)(6) male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: r08729, expiration date: jul2019) from (B)(6) 2016 (previously reported as (B)(6) 2016) for back pain. Medical history was reported as none. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016 (previously reported as (B)(6) 2016), it was reported the patient reported used the heatwrap for 6 or 7 hours and experienced second degree burns/burn. The patient was not hospitalized due to the event. He stated he had to go to the doctor after using the product. The patient did not check the skin under the product during use. The patient classified his skin tone as medium. He denied having sensitive skin. The patient did not engage in exercise while using the heatwrap. He stated he read the usage instructions after using the product as he never had a problem before so he did not read anything. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included "silverdale ointment." No specific tests were required. Clinical outcome of the event second degree burns/burn was resolved on an unspecified date. According to the reporting physician the device was not returned for evaluation. Product quality investigation results included: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Capas in place: n/a. Additional information has been requested and will be provided as it becomes available. Follow-up (18jan2017): new information received from a contactable physician included product data (start/stop dates, action taken), reaction data (reaction verbatim "burn", onset date, treatment and outcome). Follow-up (16feb2017): new information received from product quality complaint group included: product trade name and product quality investigation results. Company clinical evaluation comment based on the information provided, the reported events burns second degree and wrong technique in device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burns second degree and wrong technique in device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term], second degree burns/burn [burns second degree] , did not check the skin under the heatwrap during use [device use error]. Case narrative: this is a spontaneous report from a contactable consumer and contactable physician. A (B)(6) caucasian male patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number: r08729, expiration date: jul2019) from (B)(6) 2016 (previously reported as (B)(6) 2016) for back pain. Medical history was reported as none. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016 (previously reported as (B)(6) 2016), it was reported the patient reported used the heatwrap for 6 or 7 hours and experienced second degree burns/burn. The patient was not hospitalized due to the event. He stated he had to go to the doctor after using the product. The patient did not check the skin under the product during use. The patient classified his skin tone as medium. He denied having sensitive skin. The patient did not engage in exercise while using the heatwrap. He stated he read the usage instructions after using the product as he never had a problem before so he did not read anything. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included "silverdale ointment." No specific tests were required. Clinical outcome of the event was resolved on an unspecified date. According to the reporting physician the device was not returned for evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (18jan2017): new information received from a contactable physician included product data (start/stop dates, action taken), reaction data (reaction verbatim "burn", onset date, treatment and outcome). Company clinical evaluation comment based on the information provided, the reported events burns second degree and wrong technique in device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burns second degree and wrong technique in device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.